Event description:
Catheter was inserted through sheath into the patient's heart to pace the patient. Catheter would not capture and pace the patient. A new catheter was inserted and ll captured the patient almost immediately. The patient was transferred to the ICU almost immediately with a quick stop in cat scan. After patient was in her ICU mom the new catheter slopped capturing and the patient was returned to the cath lab and another catheter was placed and ii immediately capturing and the patient was again returned to the ICU. All three catheters were from the same company and lot.